Manufacturer narrative:
Field service specialist visited account after the event. He checked event log for any error codes but none were found. He could not duplicate or reproduce the reported problem. Performed system check out, performed check disk on hard drive with no issues to report. System meets amo specifications.

Event description:
Account reported that system locked-up during use. Surgery was completed with a back-up unit.